Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set twisted event due to sleeping resulting in under delivery of insulin leads to high blood glucose event for three to four hours which was treated with pump on (B)(6) 2026.